Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp in early 2009, that a wallflex partially-covered esophageal stent was used during a placement procedure performed in late 2008. According to the complainant, about a month after the stent placement, the pt returned to the hosp reporting nausea and stomach pain. The stent had migrated distally into the stomach. The wallflex partially-covered esophageal stent was removed intact two days after the original date. There were no pt complications reported as a result of this event. The pt's condition post stent retrieval was reported to be "fine."